Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary was implanted during a stent placement procedure performed on an unknown date. It was reported that the stent migrated distally, and the stent came out of the patient's body during a bowel movement. There were no known patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.